Event description:
A customer reported that the button on their t:slim pump was becoming worn out, requiring multiple presses or additional force to operate. There was no adverse impact to the customer¿s blood glucose level. There was no additional information received regarding the outcome of the event.